Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an insulin pump error alarm. Customer¿s blood glucose value was 170 mg/dl. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was advised to revert the backup plan as per health care professional. Customer was advised to discontinue the use of the insulin pump. The device will return for the analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Device received with a hairline crack on the battery tube.